Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5054 lead, implanted: (B)(6) 2005, product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated.beginning (B)(6) 2015 maximum atrial threshold consistently measured greater than 2.5 v. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds and their right ventricular (rv) lead had high impedance. The leads remains in use. No patient complications have been reported as a result of this event.